Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Reportedly, the customer successfully loaded the existing cartridge to address the issue. Additionally, it was reported that the customer received a notification to replace the cartridge. Reportedly, customer loaded a new cartridge to resolve the issue and resume insulin delivery. Customer's blood glucose level ranged from 240 mg/dl to 364 mg/dl.